Event description:
As reported by the user facility: brief inquiry description: air in line. Detailed inquiry description: blina pumped was beeping air in line. The whole tube below the pump was filled with air. I attempted to disconnect the tubing and prime the line. However, when priming, the air did not move and nothing was moved through the tubing. The pump would beep upstream occlusion when there was nothing clamped. We would then restart the prime and the volume on the pump would say it primed the entire 25 mls but nothing ever went through the tubing. We had to call pharmacy to get a new bag and restart the blina because the pump and the tubing set up, we were using were not working. We restarted the new blina bag with a new pump and it was working correctly. I don't think that there was ever any blina infusing into the patient. It looked to me like it was drawing air from somewhere but never actually moving the blina through the line. B braun tubing with air noted in line, alarming upstream infusion, unable to remove air; new blina requested and new pump utilized to administer med. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample without packaging was provided for investigation. Upon evaluation of the unit, no visual defects were observed. Occlusion testing was performed with no occlusion detected. Leakage testing revealed no leakage. To replicate the reported event, the sample was hooked to the infusion pump and a therapy session was conducted while staggering the flow rate throughout the therapy. No air in line alarms occurred during testing. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specifications. The reported concern was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.